Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is noted on both returned set screws and mas, consistent with set screw misuse due to misalignment of the mas head and set screw threads during construct assembly. The above observations are consistent with misuse due to misalignment of the mas head and set screws, resulting in the foregoing event.

Manufacturer narrative:
(B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient underwent surgery due to fracture on (B)(6) 2015. During the surgery, there was one screw found slipped and could not be used anymore. The surgeon had to change another products to complete the surgery. The patient's current status was normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.